Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message upon power up. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the following was observed: the top cover in the area of the spool shafts, as well as the front and bottom enclosures were damaged. The battery lock pin was also noted to have been bent. From the condition of the returned unit, the damages appear to have been due to wear and tear. The reported user advisory 16 (time-out moving to take-up position) was observed during functional evaluation of the platform. A review of the archive was performed and the reported ua 16 fault was observed on the reported event date of (B)(6) 2014. Further inspection determined that this was being caused by the brake seizing which resulted in the brake gap being out of specification. The brake was freed up, cleaned and adjusted back within specification to remedy the issue. In addition to the reported ua 16 fault, multiple user advisory 12 (lifeband® not present) and user advisory 45 (not at "home" position after power-on/restart) faults were observed on the reported event date. The ua 12 faults were a result of the lifeband belt clip not being detected in the spool shaft, which was likely caused by the previously observed damage to the top cover in the area of the spool shaft. Based on the archive data, the ua 45 faults were likely due to the lifeband straps not being completely pulled out prior to turning the device on. Based on the investigation, the parts identified for replacement were the top cover, front and bottom enclosures and battery lock pin. In summary, the reported ua 16 was confirmed during functional testing as well as archive review. The fault was attributed to the brake seizing leading to the brake gap being out of specification. Ua 12 and 45 faults were also observed on the reported event date. The ua 12 faults were due to the belt clip of the lifeband not being detected in the spool shaft. Visual inspection of the platform had identified damage to the top cover in the area of the spool shafts which likely led to this issue. The ua 45 faults appear to have been due to the lifeband straps not being completely pulled out prior to the device being turned on. Following service, including replacement of the damaged parts and freeing up of the brake gap, the device passed all testing criteria.